Manufacturer narrative:
(B)(4). Concomitant medical devices: unknown-unknown head-unknown; unknown-unknown stem-unknown; unknown-unknown cup-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 01989. Reported event was confirmed by review of x-ray by a health care professional. Review identified the femoral head is dislocated with respect to the acetabular cup, located superior and slightly lateral to the epicenter of the cup. Device history record (DHR) was reviewed and no discrepancies were found. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported the patient underwent a right hip revision due to dislocation. During the procedure the head was revised. Surgery was finished with no delay or complications. Attempts have been made and additional information on the reported event is unavailable at this time.